Event description:
Ventilator failed to operate during anesthesia cases due to a failure of one or more electronic components on a pt pressure/flow sensing board. MFR has verified the failures, and is aware of all four failures. Since the ventilator is designed as a "closed loop" control, it is impossible to use the ventilator in an "open loop" mode.